Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider stated that patient¿s wife indicated they lost the patient programmer since the ins was not working anyways. The patient¿s wife stated they don't think device was on or working. The hcp indicated head MRI was not related to device and was for possible psychosis and patient was not alert /oriented which they did not believe was related to device. Hcp stated that patient's wife said something to the effect that the device wasn't doing a good job or wasn't doing its job and they didn't want to explant it due to blood thinners and risk verse benefit of the procedure. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.